Event description:
Three pts were in the hemodialysis unit when the event occurred. 2 pts were on portable ro systems and 1 pt was on the central ro system. The end cap of the ro membrane housing became disconnected. The central ro system alarmed for low water. Quality to holding tank not affected. The one pt was removed from central ro system to a portable ro system as an extra precaution. No pt harm occurred.